Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other mitraclip delivery system (B)(4) mentioned is filed under a separate MFR report.

Event description:
This report is being filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that mitral regurgitation was reduced from grade 3 to 2-3 with implantation of the first mitraclip (B)(4). A second clip (B)(4) was inserted to be placed central to the first clip, but grasping was difficult due to the patient anatomy. During the attempts to grasp the leaflet with the second clip (B)(4), the first clip (B)(4) detached from the posterior medial leaflet. The physician believes the grasping attempts with the second clip (B)(4) contributed to the slda, but there was no clip interaction. Mitral regurgitation returned to grade 3. The second clip was not deployed and was removed from the anatomy. The procedure was aborted. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. While it should be noted that the mitral regurgitation (mr) ultimately remained unchanged as a result of the procedure, the reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported device issues appears to be a result of procedural conditions due to grasping with the second clip and resulted in the single leaflet device attachment (slda) of the first clip. Therefore, the reported slda was due to use of the second clip. The reported patient effect of unchanged mitral regurgitation (mr) appears to be a result of the slda, as it was noted that the mr increased back to grade 3 after the slda occurred. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.